Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported via the risk manager that they "received a notice of claim which states patient underwent a gastric sleeve surgery during which an 'ethicon endo-stapler with a green load' was used. During the operation, a paraesophageal hernia was identified and repaired and dense vascular adhesions were noted between the left and right greater omentum and the anterior abdominal wall and to the stomach and the left lateral segment of the liver which were taken down with blunt and sharp dissection. The surgeon noted no difficulty with the stapler firings and 'an air test was done. There was no evidence of leak.' The following day, patient underwent an upper gi contrast which revealed no evidence of leakage or obstruction in the esophagus, gastric sleeve, or duodenum. Patient¿s bmi prior to surgery was 73.3 and she suffered from exertional dyspnea, obstructive sleep apnea, hypertension and other co-morbities associated with morbid obesity. On the tenth post op day, patient was re-admitted due to nausea and vomiting and a suggestion of gastric leak on a CT scan. The scan indicated a small complex perisplenic collection concerning for leak or perforation. After antibiotic treatment and placement of a PICC line, she was discharged home the following week."

Manufacturer narrative:
(B)(4). Date sent: 11/30/2021. Additional information received: operative report and CT report received and attached.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2021. Additional information received: operative report and CT report received and attached.